Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #s 1627487-2011-00756 and 1627487-2011-00757. The pt received an scs system including three percutaneous leads on (B)(6) 2011. It was reported that the pt lost stimulation and was unable to increase the amplitude for her therapy. A diagnostic test revealed invalid impedance measurements on several lead contacts; however, no visible anomalies could be detected via x-ray. Surgical intervention will be undertaken at a later date to address this issue.